Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates and multiple boluses. They were properly recorded in the history file and no basal or bolus anomaly was noted. The insulin pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump deletes basal rate. Assisted the customer by programming the basal rate but it did not work. Insulin pump passed the self test. Advised the customer the insulin pump would be replaced. No further information provided.